Event description:
The customer reported that when the defibrillator was switched on, the screen was blank.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.